Event description:
It was reported that while the ventilator was connected to a pt, it generated two technical error codes, indicating disabled valves and communication failure between monitoring and breathing subsystems. The ventilation stopped. (B)(4).

Manufacturer narrative:
(B)(4).